Manufacturer narrative:
The reported meter and test strips have been returned and investigated. Visual inspection has been performed on the meter and test strips and no issues were observed. Meter powered on with button and returned test strips. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified.all pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc blood glucose meter. A customer reported receiving a sensor reading of 26 mg/dl as compared to an unspecified high reading obtained from the paramedic device. The paramedic transported the customer to the ER where a reading of 319 mg/dl was obtained on the hospital¿s meter. The customer was diagnosed with hyperglycemia and administered IV fluid and prescribed lantus (insulin) as treatment and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle lite meter was reviewed and the dhrs showed the lite meter freestyle passed all tests prior to release. A DHR for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests before release. Retain testing was performed for the freestyle strips and all units performed within specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is based on the customer report of "3 weeks ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc blood glucose meter. A customer reported receiving a sensor reading of 26 mg/dl as compared to an unspecified high reading obtained from the paramedic device. The paramedic transported the customer to the ER where a reading of 319 mg/dl was obtained on the hospital¿s meter. The customer was diagnosed with hyperglycemia and administered IV fluid and prescribed lantus (insulin) as treatment and no further information was reported. There was no report of death or permanent injury associated with this event.